Event description:
The account generated inconsistent magnesium results on 2 patients tested on the architect c4000 analyzer. Patient 1 generated falsely elevated magnesium of 6.0 mg/dl but repeated 1.3 mg/dl on another analzyer. Patient 2 generated falsely depressed magnesium of 1.0 and 1.0 mg/dl but repeated 1.7 mg/dl on another analyzer. No specific patient information is available for patient 2. The account uses a normal reference range for magnesium of 1.6 to 2.6 mg/dl. No impact to patient management was reported for either patient.

Manufacturer narrative:
The abbott field service representative replaced the reagent probe, wash solution check valve, alk wash solution bottle valve tubing and cleaned and reconnected the low concentration waste valve and t ftg mx to lcw manifold tubing on the architect c4000 at the account. The customer stated that since the field service visit the instrument has been running as expected and no additional discrepant results have been observed. A service ticket review for architect c4000 serial c400546, revealed no additional elevated or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A product monitoring review for the architect c4000, c8000, and c16000 systems as well as historical data for the replaced and cleaned parts was performed. This review revealed no systemic issue or adverse trends associated with these parts or the issue described in this complaint. The architect system operations manual provides adequate information, troubleshooting, and maintenance concerning erratic / discrepant results and the troubleshooting performed by the field service representative. Based on the available information, the architect c4000 analyzer is performing acceptably.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.